Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. On the same day as the event onset, the patient was hospitalized for the event. Pd therapy was ongoing. The cause, treatment and patient outcome were not reported. No additional information is available.